Event description:
Information was received indicating that during use of the cassette, an alarm occurred followed by a "no disposable, pump won't run" error message. It was reported that the alarm occurred on two pumps. Per reporter subsequently a new cassette was placed. It is unknown if there were any adverse effects.